Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0346 showed no other similar product complaint(s) from this lot number.

Event description:
It is was reported the health professional inserted a powerglide catheter; when she went to flush, it leaked at the hub.